Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch and the error led on the base station were red, which indicate that there was an error in the wireless connection. The philips engineer replaced the wireless footswitch charger. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer is using the wired footswitch until a wireless footswitch will become available for replacement. Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Event description:
It has been reported to philips that the wireless footswitch did not work during a planned procedure. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.